Manufacturer narrative:
Fowler angle, bed out of calibration.

Event description:
It was reported by service report that the fowler angle reading was incorrect. There was patient involvement; however, no adverse consequences were reported.